Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer was hospitalized due to an elevated blood glucose (bg) level and diabetic ketoacidosis, specific bg value not provided; details and nature of hospitalization were not provided. Reportedly, customer received an insulin drip to address bg. The customer reverted to an alternate method in insulin therapy.